Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that he was playing golf when the pump alarmed motor error. The customer stated that he has multiple motor error alarms on the same days. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted and the motor passed motor test. However, the insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing the end cap sticker.